Event description:
It was reported that approximately three weeks after thepatient was implanted in 2005, there was swelling over the implant area. This was treated successfully at first with antibiotics but the swelling kept re-occurring. There is a suspected skin flap problem.